Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 179 compared to the labs 400mg/dl. Tests were done within 10 minutes. Patient is not using control solution. Patient did not experience any adverse events. No further information has been reported.